Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check it was noted impedance on the right atrial (ra) lead had dropped sharply and thresholds had increased. An arrhythmia event also appeared as noise on the ra lead. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.